Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a refrigerator bin issue. A field service engineer confirmed that there were no failure notifications on the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. The customer stated that the integrated locking bins had a failed bin that could not be recovered. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.